Event description:
Customer reported feeling "confused, dizzy, nauseated and sweating" due to not being able to test with her freestyle freedom blood glucose monitor. Customer reported self-presenting to the emergency room at stillwater medical center where she was diagnosed with hyperglycemia. Customer was treated by a doctor who administered an insulin shot. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Customer's product has been requested back for an investigation. A follow-up report will be submitted once investigation results are available.